Event description:
It was reported that on (B)(6) 2024, a 23mm navitor valve was successfully implanted at a depth of 3mm. The patient had a history of atrial fibrillation. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The same day, the patient had a permanent pacemaker implanted. There is no alleged device deficiency. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient is doing well.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of arrhythmia was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported arrhythmia could not be conclusively determined. The reported surgery was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 23mm navitor valve was successfully implanted at a depth of 3mm. The patient had a history of atrial fibrillation. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The same day, the patient had a permanent pacemaker implanted. There is no alleged device deficiency. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient is doing well.